Event description:
The physician attempted arteriotomy closure with the closer 6 fr. Device. The site of entry was the profunda artery. The device was inserted and marking was achieved. The foot was deployed. The needles were deployed and both suture cuffs were captured. The needles were removed. The physician attempted to park the foot for device removal, but the foot was frozen in the deployed position. The physician thought the sutures may be tied around the foot so he cut the sutures away and inadvertently increased the arteriotomy. After manipulating the device, the physician was able to park the foot and remove the device. The arteriotomy was closed with manual compression. Thirty minutes post procedures the pt had a hematoma at the site. Ultra sound revealed a pseudoaneuyrsm. The pt was taken to surgery for arterial repair. The pt recovered without further incident.